Manufacturer narrative:
(B)(4). Batch # m53a5v. The analysis found that one ple60a device was returned in good visual condition and with no cartridge reload present. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon said the device had no power at all when he tried to fire the first fire. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.